Event description:
The customer reported that during an angioplasty (or percutaneous coronary intervention) procedure the valve burst during the dilation, the valve was connected to a guiding catheter. The specific pressure is not known. The device was replaced immediately. No harm or injury reported.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation/ investigation. The complaint was confirmed. The rotator collar was separated from the rotator housing. A review of the device history record did not reveal any exception documents. The device was examined and found to have adequate adhesive present. Customer was not able to provide the pressure at which the device broke. Unable to determine exact root cause. The complaint data base will continue to be monitored for failures of this type. Evaluation: method- device history record was reviewed. Result: unable to determine exact root cause.